Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: risk manager the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. 1. History investigation of the involved product code and lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar even has been reported. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received an FDA medwatch report # mw5160118. The event description states: "during a stent placement procedure, a run-through guidewire was used. While pulling the wire out, it appeared to have gotten hung up on aortic tissue and did not easily come out with the guide. The wire appeared to be kinked or knotted at the tip. Attempts were made to straighten it and to remove it but were unsuccessful. With a final effort to dislodge the wire, the tip of the wire broke off. The wire tip seemed to be wrapped around aortic tissue and the tail of the broken wire, which had unraveled, was in the aorta but not near the coronary arteries or great vessels. The clinical team weighed the risks and benefits and decided to leave the wire in the patient and monitor for status changes."

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. UDI no. (B)(4). (Cause of occurrence) based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. (Countermeasure) ashitaka factory has been making efforts in maintaining the quality of the product by performing following controls. In the product assembling process, 100% visual inspection is performed to confirm that there is no deformation in the coil. In the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly in it. In the product assembling process, the tip abutting resistance is measured on 100% basis to confirm that there is no deformation in the tip load. In the shipping inspection, the sliding resistance of distal end is measured for each lot to confirm that there is no anomaly in the lubricity. In the shipping inspection, pulling strength is measured on sampling basis per each product code/lot# to confirm that there is no anomaly in the strength. The IFU of this product includes the following warning. - if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).